Event description:
Two sfx x-20 driver tips broke off during tightening of the crossconnector. The crossconnectors were removed and others placed. A driver from another set on hand was used to complete the case. The event did not result in any adverse pt consequence. As our investigation determined that the product in question was discrepant, remedial action was taken.

Manufacturer narrative:
A mfg error for this production lot (1208nt) resulted in the tip component being heat treated to the wrong spec. As a result, the tip may strip or fracture below the 65 in/lbs of force applied to lock the sfx implant to the spinal rod. It is unlikely that breakage would result in any adverse pt outcome. However, this could result in a portion of the tip being left inside the implant or a delay to the case to remove and replace the implant. Depuy spine has notified our local office and has undertaken remedial action to remove this lot of product from the field.